Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day the patient was treated with intraperitoneal (ip) vancomycin (2 grams every 5 days), ip ceftazidime (1 gram/day) and oral fluconazole (50 mg/day). The cause of the peritonitis was a breach in aseptic technique further described as not wearing a mask. On the unreported dates, during hospitalization the patient was retrained on proper aseptic technique daily. It was reported by the nurse that this was the 4th time the patient had experienced peritonitis in the 18 months of pd therapy. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the peritonitis was likely caused by touch contamination of the catheter and poor hand hygiene. After four days of treatment, intraperitoneal (ip) ceftazidime (1 gram per day) was suspended, and treatment with alteplase was initiated (7.5ml, every five days with vancomycin treatments, route not reported). The patient was re-trained on proper aseptic technique on a daily basis for several days after the report of the onset of this event. About two and a half weeks after the onset, treatment with vancomycin, fluconazole and alteplase was suspended. Ten days later, the patient experienced another recurrence of peritonitis manifested by cloudy effluent and abdominal pain. Treatment with vancomycin (ip, 2 gm every 5 days), ceftazidime (ip, 1gm per day) and fluconazole (orally, 50 mg per day) was reinitiated for the peritonitis. About six days later, treatment with ceftazidime was suspended. Two weeks later, the patient again experienced a recurrence of peritonitis and resumed antibiotic treatment with ip ceftazidime (1gram per day). The patient was later hospitalized for the event and treatments with ip vancomycin, ip ceftazidime, and oral fluconazole were discontinued. The patient began treatment with intravenous (IV) fluconazole (100 mg/50 ml per day) for the peritonitis. Peritoneal dialysis therapy was discontinued and the patient was transferred definitively to hemodialysis. The patient was reported to be recovering from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.